Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) . It was reported that the pt has 2 ins. Pt said 2 implants are both in the chest, close to each other. The reason for call was patient had a problem with one of the implants. When patient turned on the controller it would say 'looking for device'. Patient had group a with programs 1 and 2. Now patient only had one program so patient could not access the other program in group a. Pt said they only had group a. Patient noticed it today when trying to recharge the unit. Reviewed the program would not disappear on its own if pt did not have any programming done. On the call pt used the controller on the other implant and got no device found. Instructed pt to plug in the recharger and select 'recharge'. Pt then was able to get to normal charging screen. Controller was at 100% and implant was at 90%. Additional information was received from the manufacturer representative (rep). It was reported that issue resolved, patient was confused on connecting to device.